Event description:
The surgeon inserted a +20.5 diopter single piece collamer intraocular lens model cc4204bf into patients eye and the lens was torn by the plunger on insertion. The lens was removed and replaced with a collamer plate lens model cc4204bf. No pt injury reported. The cause of the lens tear was the cartridge.